Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level was 25 mmol/l. Customer treated high blood glucose with manual injection. Auto mode feature was unknown during the time of event. Customer stated they received insulin flow blocked alarm which was resolved by complete infusion set change. The insulin pump will not be returned for analysis.